Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding instability of the knee involving a triathlon tibial insert was reported. The event was confirmed. Conclusions: the reported event description indicated that ¿the opinion of the surgeon is that the event is related to the specific study device and surgery procedure.¿ based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
(B)(6) principal investigator of (B)(6) reported through adverse event report form an event of failure of the implanted device. The patient underwent a surgical procedure of tkr on (B)(6) 2012. During post operative examination it was noted knee instability. The opinion of the surgeon is that the event is related to the specific study device and surgery procedure. On (B)(6) 2013 the patient underwent a revision surgery in which the insert was explanted . The patient is still in the hospital, completing the physiotherapeutic treatment. Additional information, from the patient's medical records, received on (B)(6) 2013 indicates "previous medial parapatellar surgical access was used. It was observed periprosthetic lateral condylar and peri patellar fibrosis, it was removed. After that it was removed the polyethylene insert and an trial insert has been inserted (13mm). Stability tests showed good joints stability. It was placed the definitive insert triathlon cs 13mm size 5."

Event description:
(B)(6) of clinical study "(B)(6)" reported through adverse event report form an event of failure of the implanted device. The patient underwent a surgical procedure of tkr on (B)(6) 2012. During post operative examination it was noted knee instability. The opinion of the surgeon is that the event is related to the specific study device and surgery procedure. On (B)(6) 2013 the patient underwent a revision surgery in which the insert was explanted . The patient is still in the hospital, completing the physiotherapeutic treatment. Additional information, from the patient's medical records, received on (B)(6) 2013 indicates "previous medial parapatellar surgical access was used. It was observed periprosthetic lateral condylar and peri patellar fibrosis, it was removed. After that it was removed the polyethylene insert and an trial insert has been inserted (13mm). Stability tests showed good joints stability. It was placed the definitive insert triathlon cs 13mm size 5."